Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021 .

Event description:
The customer reported a ventilator was displaying a black screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. H10: the customer reported a ventilator was displaying a black screen during pre-set up. There was no delay to patient therapy and no patient or user harm reported. The customer contacted philips and was provided with parts ID for the user assembly . The customer later informed that the unit had been repaired and a part had been replaced. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.